Event description:
It was reported that the device was causing a solid tone during a laparoscopic cholecystectomy. Test tip tried and handpiece worked. Another device was used to complete the case. There was no consequence to the pt.